Event description:
Oil mist leaked from lubricant/ diffuser cartridge during surgical procedure. Oil mist was reported to have "filled the room." Patient was still in surgery at the time of the initial report. On follow up it was reported that no additional actions were considered necessary or taken in response to the oil mist. The diffuser was removed and replaced with a second diffuser to complete the procedure. There was no patient impact and there were no significant delays.